Event description:
Per communication from home health rn, "they sent a new pump last month, so I sent the old one back. However, the new pump is not working. It just says system timeout upon initialization." Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: gamunex-c 10% sdv - 50gm. Gamunex-c indication: common variable immunodeficiency, unspecified. Did pt miss a dose or have an interruption to therapy? ¿ unknown. Did adverse event(s) result due to product issue? ¿ unknown. Did pharmacy replace device? ¿ yes. Is device associated with event available for return? ¿ unknown.